Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument and performed a device evaluation. Failure analysis reproduce/confirmed the reported issue. The instrument was found to have the main tube broken where it meets the proximal clevis at the distal end. A piece measuring approximately 0.03¿ x 0.029¿ was not returned with the instrument. The root cause is typically attributed to mishandling/misuse. An additional observation not reported by the site but that was related to the primary failure was also identified. The instrument was found to have a dislodged proximal clevis at the distal end. Root cause of this failure is attributed to mishandling/misuse. A review of the device logs for the tip-up fenestrated grasper (part # 470347-11/ lot # u10210520-0027) associated with this event has been performed. Per this review of the logs, the tip-up fenestrated grasper was used on (B)(6) 2022 during a rectopexy procedure via system (B)(4). The alleged event occurred on the 8th use of the instrument. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported during central processing and cleaning, the instrument shaft was found to be damaged at the tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) has made a follow-up attempt to obtain additional information, however, no further details have been received as of the date of this report.